Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent unexpected shutdowns occurred. Customer confirmed pump display turned on when plugged into a power source. Subsequently, the pump emitted a continuous beep noise and the touchscreen was unresponsive and became frozen on the 1,2,3 screen. The customer's blood glucose was 256 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged shutdown issue was verified. The alleged touchscreen issue was also verified. Additionally, the beeping alarm issue was verified in the pump logs; however, no failure was identified.